Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Event description:
It was reported that the customer had a high blood glucose level of 400 mg/dl. Customer declined troubleshooting and treated with injections. Customer was sent a new serter and when they used it, they stated that everything seemed fine until they pulled it out and the sensor was retracted. Customer had a lost sensor alert and the pump was not communicating with the transmitter. No further assistance needed.